Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that noise was observed on this implantable cardioverter defibrillator (ICD), after the pocket was closed. The noise was thought to be caused by air bubbles. This observation resulted in oversensing. No pacing inhibition was observed and the oversensing was reportedly resolved before the patient was discharged. No adverse patient effects were reported.